Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The catalog number identified has not been cleared in the u.s. But, it is similar to the lifestent solo vascular stent system products that are cleared in the us. The 510 k number and pro code for the lifestent solo vascular stent system products are identified. (Expiry date 10/2020), (B)(4).

Event description:
It was reported that during treatment in the superficial femoral artery via contralateral groin access, the stent allegedly partially deployed approximately 4cm and the delivery system broke. It was further reported that as the delivery system was being retracted from the patient through the introducer sheath, the stent allegedly fully deployed in an unintended location causing a malposition issue and an obstruction of flow. Reportedly, another stent was required to pin the malpositioned stent to the vessel wall. The patient was stable at the conclusion of the procedure.